Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low tidal volume error code. After restarting, the fault could not be eliminated. The device was in clinical use when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer replaced the breathing pipe to resolve the issue. The device was returned to service.